Event description:
Pt having issues with adhesives from the dressings (she has been sent opsite and primapore), saying that it is causing itchiness and irritation while in use. No injury to pt. Will not be returned. Pt has replacements. New ones also being sent out. Spontaneous. Unknown lot and expiration date. One (1). Dose or amount: 48.8 ng/kg/min, frequency: continuous, route: sq. Two (2) dose or amount: 48.8 ng/kg/min, frequency: continuous, route: sq. Date of use one (1) (B)(6) 2021 to current. Two (2) (B)(6) 2021 to unknown. Diagnosis or reason for use: one (1) pah. Two (2) pah. Reported to (B)(6) by: patient/caregiver.